Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error code e225 was caused by a faulty printed circuit board. There was no image due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center temperature sensor malfunctioned, with the displayed error message e225 occurring. The issue was found during unpacking. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the two events were related due to the faulty printed circuit board. However, we could not identify the cause of the defect. Olympus will continue to monitor field performance for this device.